Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the device is not repairable and returned the device to the customer without being repaired. Physio-control notified the customer that the device should be permanently removed from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and is freezing on the start up screen. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.